Manufacturer narrative:
Only partial lead was returned. Analysis found insulation abrasions and one of the rv cables was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation there were alerts for aborted shocks due to possible output circuit damage and low hv lead impedance. The device and lead were explanted.